Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. The blood glucose was unknown. Customer was able to successfully clear the alarm. Customer was unable to complete insulin pump rewind. Customer reports they were unable to describe the possible damage to the drive support cap. The customer was advised that the insulin pump will need to be replaced and discontinue use of the insulin pump and refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime or a33 test due to loose or protruded drive support disk. Unable to perform occlusion test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed.